Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-3ai, 24.0 diopter, preloaded injector on (B)(6)2016. The surgeon had difficulty pushing the top flange to move the lens forward. The surgeon successfully implanted the lens. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned injector and no irregularity was found. Samples were not returned so force testing was performed on 5 samples from the same batch number with the complaint serial from inventory. All of the sampes met our acceptance criteria though there was some variance. Based on the force test by using 5 samples, could not find the outstanding issue. Based on the complaint history, work order search, medical review and returned product, a specific root cause of the event could not be determined. (B)(4).